Event description:
It was reported that a versacross connect access solution kit was selected for use for an electrophysiology study. During preparation, it was mentioned that the product was contaminated and could not be used. The device was replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.